Event description:
Caller reported experiencing a tandem mobi cartridge alarm, which caused their blood glucose level to exceed 500 mg/dl, with the exact value unknown but displayed as "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). Technical support confirmed the cartridge alarm, instructed on temporary corrective actions, and assisted in loading a new cartridge, but the cartridge alarm recurred. As a resolution, technical support arranged for a replacement of the pump and original cartridge. Customer reverted to an alternative method of insulin therapy.